Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the rate response pacing setting was too sensitive for the patient. The device was reprogrammed to resolve the event, and the patient was in stable condition.